Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: how did the device not work properly? The echelon blocked, the surgeon couldn't open it. Did the device fire? Yes once fire. Were the staples malformed? No. Did the device open after firing? No. The following information was requested, but unavailable: how was the device removed from the tissue?

Event description:
It was reported that during a colectomy procedure, the device did not work properly. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. .

Manufacturer narrative:
(B)(4). Batch # n56l9p. The analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.